Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture, cutaneous contour deformity, capsular contracture. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a primary breast augmentation with two 400cc mentor memorygel breast implant prostheses and experienced bilateral rupture, right-sided cutaneous contour deformity, and left-sided breast pain postoperatively. On (B)(6) 2021, the patient had a consultation, and her physician stated that her left breast appeared soft and lacked fullness of the right breast. The patient had another consultation on (B)(6) 2021, and bilateral rupture was confirmed by her physician. In addition, the physician stated that the patient experienced right-sided cutaneous contour deformity and minimal contracture (unknown grade). As a result, the patient underwent bilateral removal and replacement with two 535cc mentor memorygel breast implant prostheses (catalog #: 3505535bc, left serial #: (B)(4), right serial #: (B)(4)) on (B)(6) 2021. This report is for the right-sided prosthesis.

Manufacturer narrative:
On 24-aug-2021, mentor received additional information regarding the patient¿s condition after the revision surgery. The patient has fully recovered after the revision surgery. On (B)(6) 2021, the suspected medical device was returned for evaluation. On 16-sept-2021, the investigation on the suspected medical device was completed. Investigation summary: mentor conducted a visual inspection and of the returned device. Visual analysis of the returned device revealed that the breast implant was found to be ruptured and received in three parts. In addition, an anomaly was observed on the edges of the tear consistent with a crease/fold. The evaluation determined that the cause of the rupture is consistent with normal wear. The instructions for use state that ruptures can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following may cause implants to rupture: stressing the implant during implantation or other procedures and weakening it; folding or wrinkling of the implant shell. Breast implants may also wear over time. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).